Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia and was admitted to the emergency room; there were no specific symptoms reported. The patient was hospitalized and kept under observation and treated with sandwiches and juices; the blood glucose was monitored. At an unspecified time of the event the cgm was reading 5.7 mmol/l and the blood glucose reading was 3.2 mmol/l. The patient was discharged on 01/08/2023 and at the time of the report the patient was at home and stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.